Event description:
Vulva swelling [slurry] [vulval edema] ileus [slurry] [ileus]. Case description: spontaneous report received on 24-nov-2008 from a physician regarding a female pt, initials and age unk. The pt underwent a robotic hysterectomy twelve days prior. During the procedure, the physician used a seprafilm procedure pack and made a slurry using 50cc of saline and 10cc of marcaine which was warmed in a slope warmer. The slurry was injected using a syringe catheter to the patient's vaginal cuff. Within 12 hours from administration, the pt developed an ileus which lasted 5 days. In addition, there was significant vulva swelling. The vulva was filled with fluid, very translucent, and presented as it would after 5 hours of pushing for a delivery. The pt was also hospitalized 4 days longer than normal because of this event. It was also noted that the physician did indeed use seprafilm and not the product adept. As of the date of receipt of this report, the patient's outcome was unk.

Manufacturer narrative:
No sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted.